Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-04217 and 2134265-2017-04218. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician tried to initiate the automatic pullback; however, automatic pullback failure occurred. The physician opted to use manual pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-04217 and 2134265-2017-04218. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician tried to initiate the automatic pullback; however, automatic pullback failure occurred. The physician opted to use manual pullback. No patient complications were reported.